Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod for an unknown amount of time. The patient reported that they were receiving a, "not able to get the transmitter connected message". The patient was using the dexcom receiver which is not recommended for our product. The patient was treated with an IV. The patient was currently still at the hospital. The pod was removed prior to going to the hospital.